Event description:
It was reported that, two (2) bactigras 15x20cm ctn 10 are improperly sealed and leaks fluid. As this was noticed in a non-therapeutic environment, there was no patient involved.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The product is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event to the FDA. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.